Event description:
Caller reported encountering an alarm 2 followed by an alarm 26 due to an occlusion issue, which did not adversely impact the customer's blood glucose level. To address the alarms, technical support instructed the caller on various troubleshooting steps, including disconnecting and reconnecting tubing and delivering a 5-unit bolus, as well as inspecting the cartridge for any damage, which was not found. Despite these efforts, the occlusion alarm recurred, leading to the decision by technical support to replace the pump. Meanwhile, the customer resorted to using an insulin pen as a backup.